Manufacturer narrative:
Additional information: g3, h3, h6. The manufacturer evaluation revealed the clamping system in the shaft is defective.

Event description:
It was reported that the device was very stiff due to metal abrasion. The problem was noticed before the surgery. Per complaint reporter there was no harm for patient, operator or third party. There was no case involvement reported. No further information received. Update kpilz 03-sep-2025: further information was received that the problems occurred during the surgery. The metal abrasion did not enter the patient. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.